Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to product design, construction/design false, defective. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearing housing on the oscillating saw attachment device was loose. It was noted that parts were missing, the pin has been released, and the attachment had fallen apart. It was further determined that the device failed pretest for verifying if secured with pin, measure the oscillating frequency, and general condition. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was documented in the initial medwatch report that the assignable root cause was determined to be due to product design, construction/design false, defective. Upon further evaluation, it was found that the device was partly dismantled and the gear wheel was missing. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.